Manufacturer narrative:
The ceiling installation was repaired. The analysis of all gathered information: inspection results, review of previous similar complaints and all information regarding the event is ongoing. The conclusions will be provided in the next report.

Manufacturer narrative:
The ceiling installation involved was the kwiktrak x-y installation system. This system includes two parallel fixed tracks and a moving track that moves along both fixed tracks. The ceiling lift is connected to the moving track. The ceiling installation was assembled to the building construction above the suspended ceiling. The inspection results and the photographic evidence provided revealed that the track did not detach just from the suspended ceiling but together with threaded rods mounted to the building construction. The construction above the suspended ceiling was prepared by the customer before the assembly of the ceiling installation. The arjo technician inspection did not allow for the identification of the cause of the track detachment. The inspection did not identify any defects in the rail itself that could contribute to the detachment. The arjo technician did not indicate any problems with the track assembly. The ceiling installation was assembled in january 2022, tested, and serviced by arjo. The last maintenance inspection was performed on 19 september 2023, and the device's proper operation was confirmed at that time. After the reported issue, it was not possible to evaluate the entire ceiling construction above the suspended ceiling to which the threaded rods of the track were fastened. This evaluation was done internally by the customer. The customer repaired the construction above the suspended ceiling, allowing reattachment of the track to the mounting points. Additionally, some extra mounting points were added. This work was completed on 14-feb-2025 by arjo. A review of previous complaints revealed several possible causes: inadequate maintenance/service, mechanical problems, and incorrect track installation. Despite a thorough inspection, the exact cause of the track detachment could not be identified. The rail itself was found to be defect-free. However, it cannot be excluded that the construction above the suspended ceiling (threaded rods fastening) or the way the track was assembled to the threaded rods contributed to the claimed issue. To summarize, arjo kwiktrak x-y installation system did not meet the specification as the track detached. There was no patient involved. The complaint was deemed reportable due to the ceiling lift installation detachment.

Manufacturer narrative:
The investigation is ongoing. The results will be provided upon conclusions of the investigation.

Event description:
It was reported that the kwiktrak x-y installation system detached during a load test and hit the arjo technician's shoulder. No patient was involved.

Manufacturer narrative:
The ceiling installation has not been repaired yet- waiting for the results. The further information will be provided in the next report.

Manufacturer narrative:
The investigation is still ongoing. The ceiling installation has not beed repaired yet.